Event description:
It was reported, the patient was experiencing a burning sensation and pain at the ipg pocket; the issue was not related to charging the ipg. It was reported the heating and pain had started about two months ago, and the issue was being monitored.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.